Event description:
Md had done surgery a month earlier on knee acl repair; and meniscal repair. Pt returned to surgery for removal loose body which was the product in question. Md found it had broken off & was pressing into the pt's nerve causing discomfort. Md found that shaft had broken off, and the remainder of implant was still in pt.